Event description:
Related manufacturer reference number: 2017865-2021-35880. It was reported that the patient presented for a follow up. The merlin programmer and the patient's pacemaker exhibited overestimated battery longevity. The device was explanted and replaced. The were no patient consequences.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event. Associated MFR: 2017865-2021-35880.

Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued. Correction: downgrading the programmer from serious injury to malfunction.